Manufacturer narrative:
Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event of breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that the patella cutting guide was broken during surgery while cutting. The capture broke. All pieces received.